Manufacturer narrative:
The device was given to the co's distributor. The co has received it as of this date. The co does not believe this device caused or contributed to this event. User error in ground pad placement caused this unfortunate event.